Event description:
It was reported that the pump's screen was damaged, with parts of the screen blanked out, preventing accurate viewing of readings. There was no reported impact on the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.